Event description:
It was initially reported that the zimmer air dermatome ii was showing blistering of the surface coating on the handle of device. Additional clinical f/u determined that the issue did not occur during a surgical procedure and there was no patient no involvement or harm associated with the report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.